Manufacturer narrative:
Correction to the initial MDR in block(s) device code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was received without a sticker for expiration date and lot number. Device and procedure outcome were not disclosed. No further information was provided. No patient complications were reported. The product is available for return for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, based on the image attached, it was not possible to confirm the reported allegation of label incorrect/inadequate, since the image provides evidence of the device expiration date and the lot number on the outer label of the box. Based on the event description and provided information, the missing label was not on the outer box of the device; therefore, the image provided is not applicable to the complaint.

Event description:
It was reported that faradrive steerable sheath clear was received without a sticker for expiration date and lot number. Device and procedure status unavailable. No patient complications were reported. The product is available for return. Media provided. It was further reported that the issue was noted when the product was received. Additionally, there was no label on the device/catheter.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was received without a sticker for expiration date and lot number. Device and procedure status unavailable. No patient complications were reported. The product is available for return. Media provided. It was further reported that the issue was noted when the product was received. Additionally, there was no label on the device/catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was received without a sticker for expiration date and lot number. Device and procedure outcome were not disclosed. No further information was provided. No patient complications were reported. The product is available for return for analysis.